Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "volume test failed 3 times >21 ml" was not reproduced. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was tested for flow test at a delivery rate of 40 ml/hr at a vtbi of 40 ml for a 60 min run time and the delivered amount was 41.127 ml and the error percentage was at 2.8175% which is within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume test 3 times >21 ml during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.